Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the atrial channel. Elevated threshold measurements were also noted. A revision procedure was performed and the system was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating the competitive lead exhibited the out of range impedance measurements in bipolar configuration with the explanted device and the pacing system analyzer (psa). Unipolar measurements were within normal limits. A representative from the competitive lead manufacturer recommended lead replacement. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, the reported clinical observations cannot be confirmed. No other adverse events have been reported. This product issue will be updated if additional information is received.